Manufacturer narrative:
(Device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. No malfunction or product deficiency was identified.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to continuous "scan again in 10 min" error message received on the same day after sensor application. The customer subsequently experienced a hypoglycemic episode, with symptoms described as dizzy, light headed, and body felt light. The customer was unable to self-treat due to symptoms and presented to an hcp, where intravenous 10% dextrose solution was administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to continuous "scan again in 10 min" error message received on the same day after sensor application. The customer subsequently experienced a hypoglycemic episode, with symptoms described as dizzy, light headed, and body felt light. The customer was unable to self-treat due to symptoms and presented to an hcp, where intravenous 10% dextrose solution was administered for treatment. There was no report of death or permanent impairment associated with this event.